Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 54 pulses, 44 of which were first prime. Drive stalls and timeouts were visible in the download data. The device was reset and paired to a pdm and asked to deliver a 5u bolus. Upon rerunning the device, the hook talons were found slipping over the ratchet gear causing a failure to detent the ratchet gear. The rerun data found similar timeouts and a drive stall. Upon inspection of the drive mechanism, damage was found to one of the ratchet gear teeth. This damage inhibited the hook talons from being able to move the ratchet gear forward, which is why the device did not deploy after completion of second prime. No other damages or deficiencies were observed during the investigation.